Event description:
On (B)(4) 2012, customer reported that their dxc 600i instrument generated false low sodium (na) and chloride (cl) results on 2 patient samples. Potassium (k) results for the same samples were suppressed (no results generated). Results were reported out of the lab. When the issue was noticed, the samples were repeated on the other dxc in the lab. Treatment was not initiated or withheld based upon the original results reported. A service call was generated. Customer believed the issue was temperature related. Customer stated that the instrument was performing acceptably. Per the supervisor, the tech on duty at the time of event adjusted the lab temperature higher, and the temperature in the instrument's corner reaches about 85 degrees f. Field service engineer (fse) evaluated the instrument and found no issues. Fse performed preventative maintenance and verified performance. As of (B)(4) 2012, the lab temperature issue has been addressed and there have been no further issues.